Event description:
It is reported that the device was implanted on september 26, 2004, to replace an i.m. Nail (manufacturer unknown) that was implanted on march 20, 2004, and fractured in 2004. Seven of the 8 screwholes on the plate were used. After 20 weeks, the plate fractured without any abnormal stress at the screwhole that was not used. Surgeons reported the fracture was due to fatique. Device was revised on february 12, 2005.

Event description:
It is reported that the device was implanted in september 26, 2004, to replace an i.m. Nail (manufacturer unk) that was implanted in march 2004, and fractured in september 2004. Seven of the 8 screwholes on the plate were used. After 20 weeks, the plate fractured without any abnormal stress at the screwhole that was not used. Surgeons reported the fracture was due fatique. Device was revised on february 12, 2005.